Event description:
This unsolicited device case from united states was received on 18-aug -2016 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later few months after starting treatment started having knee pain again. No concurrent conditions, past drugs, medical history or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once, at a dose of 6 ml (batch/lot number, indication and expiration date: not provided) in the right knee. On an unknown date in 2016, a couple of weeks ago, few months after starting treatment, the patient started having knee pain again and he saw his doctor and he injected his knee with cortisone. The patient wanted to know if he had to wait to get another injection because someone told him that he had to wait 6 months. Also reported, the patient spoke with someone here about this request and they were forwarding some paperwork to his doctor to fill out to get the injection. It was reported that the patient was advised to call his doctor. Corrective treatment: cortisone. Outcome: unknown. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: required intervention.

Event description:
This unsolicited device case from united states was received on 18-aug -2016 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later few months after starting treatment started having knee pain again. No concurrent conditions, past drugs, medical history or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once, at a dose of 6 ml (batch/lot number, indication and expiration date: not provided) in the right knee. On an unknown date in 2016, a couple of weeks ago, few months after starting treatment, the patient started having knee pain again and he saw his doctor and he injected his knee with cortisone. The patient wanted to know if he had to wait to get another injection because someone told him that he had to wait 6 months. Also reported, the patient spoke with someone here about this request and they were forwarding some paperwork to his doctor to fill out to get the injection. It was reported that the patient was advised to call his doctor. Corrective treatment: cortisone. Outcome: unknown. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention. Additional information was received on 24-aug-2016. Global ptc number and results were added and text was amended accordingly.